Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06217. The pt was implanted with two leads from the same lot. It was reported the pt was experiencing an increase in recharging the ipg. The pt stated that he had to charge daily, based on the pt's parameters settings time between recharge is calculated at four days. The pt's physician decided to replace the ipg with a different model. Additionally, during the ipg replacement surgery, x-rays indicated one of the scs leads had migrated. The lead was replaced. Effective stimulation was captured post-operative.